Event description:
It was reported that the pump exhibited errors 46441, 5119, 219 and 42146. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with a bubbled downstream occlusion sensor and scratched lens; the tamper seal was broken. There was evidence of the reported error in the event history log. The reported problem was duplicated during the investigation. Error code 46,441 was duplicated at power up. A faulty main board was found to be the cause of the reported issue. It was recommended that the faulty main board be replaced as corrective action. The cause of the reported issue was unknown. The product was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).